Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported communication failure, determine its root cause, or confirm if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being admitted to the hospital on (B)(6) 2026, due to blood glucose (bg) levels rising to approximately 900 mg/dl. She noted that she had received repeated ¿missing sensor values¿ alerts and high bg alerts while using the omnipod 5 system with a dexcom g6 continuous glucose monitor, which led her to seek emergency medical attention. Reported symptoms included thirst. The patient did not recall any additional symptoms. She reported being diagnosed with hyperglycemia with ketones present, and stated she was also diagnosed with a uterine cyst, which she indicated was unrelated to the hyperglycemia. Treatment during hospitalization included intravenous insulin infusion and medication for nausea. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.